Event description:
It was reported that the implant on tooth site #30 was removed due to a fracture. Symptom of the event: inflammation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) numbers: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 67. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (B)(6) was returned for investigation. Visual evaluation of the as returned product identified the implant has been severely damaged possibly from the removal process. No fracture was identified on the implant. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (1219727). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1219727) for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are due to implant not placed properly, clinician error. Excessive external lateral forces due to accident or injury (i.e., auto accident). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
The doctor called to state the implant was fractured at the neck on the distal surface of the implant during removal.